Event description:
The distal electrode of the ablation catheter stopped working. The catheter was removed and replaced with no patient harm. Manufacturer response for ablation catheter, (brand not provided) (per site reporter). Clinical site coordinates notification and return directly with the mfg.